Manufacturer narrative:
The resolute onyx stent needed to be post-dilated after the burst occurred. The same non-medtronic inflation device was used with all three medtronic devices. The devices were not moved or repositioned prior to the bursts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The account stated no serious injury occurred. The account stated all three medtronic products burst during the intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter, an nc euphora rx ptca balloon catheter, and a resolute onyx rx coronary drug eluting stent to treat a non tortuous, severely calcified lesion in ostium of the left main (lm) coronary artery. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated using a cutting balloon. The devices did not pass through a previously deployed stent. Resistance was not encountered during delivery of the nc euphora and the resolute onyx devices. Excessive force was not used during delivery of all three devices. It was reported that all three devices burst when inflated to 12 atm. The resolute onyx burst during stent deployment. One inflation had been applied to the resolute onyx prior to the burst. No patient injury reported.